Event description:
Customer reported an erroneous high accutni (troponin I) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was collected in a 13x100mm greiner serum tube. Accutni quality control (qc) is run twice daily. Qc was within established ranges during the time of the event. On (B)(4) 2009, the field service engineer performed all volume checks, verified mixer speed and vacuum pressure. All checks passed within instrument specs. Performed all verification testing and the system is performing within expected specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for add'l reportable events.